Event description:
Upon arrival patient was in distress. Volumes from the transport electric ventilator were going in but only about half were coming out. Etco2 (amount of co2 in exhaled air) monitor was reading between 78-85. The patient was taken off the ventilator and suctioned and also started to bag. Patients work of breathing started to get better, and his color was coming back. Etco2 was reading between 45-47.